Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The deflation issue was not confirmed as it was able to be inflated three times and deflated flat after each inflation. The difficulty deploying the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states to not exceed rated burst pressure (rbp) as indicated on product label. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that following predilatation, a 3.5x18mm xience alpine stent was implanted at the mid to distal left anterior descending (lad), 95% stenosed lesion without reported issue. The stent was not confirmed to be fully apposed to the vessel wall. Using the delivery systems balloon, post dilatation was performed a couple of times. When the balloon was inflated to 20 atmospheres (atm), there was difficulty deflating the balloon. The balloon was able to slightly deflate and was removed slowly and carefully from the anatomy. The stent remained implanted at the intended site. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided regarding this device issue.